Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 25 of the patient's mouth. Primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.